Event description:
It was reported that the patient was implanted with the device to help them deal with the excessive pain and discomfort caused by damage and deterioration of their spinal cord. The patient was warned to keep the hand held control device with them at all times. The patient had done so regardless of their travels or activities. This worked well as the patient made it a number of settings daily depending on position and activity. On (B)(6) 2014, the patient notified the healthcare provider (hcp) that their implant was malfunctioning. The patient could not make contact with the internal device with their hand held unit. Most importantly, the patient was not getting the relief as they were prior. On a pain scale of 1-10 the patient would put their level of pain and discomfort at an 8, especially the lower level. Most of the time the patient could not tell if the device was even on or not. Each evening, usually, at some point the patient would get the electrical sensation down their legs and even their feet. The time of this was limited. The patient made several attempts to get help from the hcp. On (B)(6) 3014, the hcp told the patient since they had gone 74 days with the device malfunctioning that they saw no reason to repair, service, or place the implant. The patient had been given medications instead. To date the medication was of little if any help. The patient was going through unnecessary pain and discomfort and the patient was scarred and bewildered. The patient was scarred that if the unit was not working properly the reason may be harmful to the patients system. The patient¿s body was not the ¿local garbage dump¿. It didn¿t seem that the patient should have a damaged or not working mechanical device. Much more importantly was the patient¿s bewilderment. The hcp implanted the device for a reason, to help the patient deal with a very serious medical issues. A major factor was dealing with excessive pain and discomfort. At the time of the report, the device was malfunctioning and the pain and discomfort was no less, often greater. The patient had written to th e hcp with no reply. The patient had written to the hcp with no reply. Information regarding cause of the event, interventions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that there was a loss of therapeutic effect. The pain started on (B)(6) 2015. The patient was in prison. It was noted that there was a malfunction at the end of (B)(6) 2014. It was noted that it would not work. It was noted that the patient may have been reprogrammed but it was unknown. On (B)(6) 2015 the rep met the patient, the patient was told that they would get a patient programmer but did not receive on as of (B)(6) 2015. It was noted that the unit must be working as they were getting an electrical jolt. The patient was getting less relief from the stimulator and feeling more electrical stimulation from the stimulator. The patient would like a patient programmer sent directly to the prison. A titanium plate was put in before they had the stimulator implanted. The patient was in a wheelchair and had arthritis. It was thought it might be time for the patient to have a replacement. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was communication, telemetry, interrogation issues and coupling issues. It wouldn't to telemetry with or without the antenna. The antenna had a cut in the cord which could have affected the inability to read the device. They detached it from the programmer and still could not read the device. They changed the programmer and then they were successful in reading it. The patient was provided with another programmer. Diagnostic testing or troubleshooting that was performed was impedance testing. They also tried using a different programmer and antenna. If there was a product issue the issue was resolved. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The manufacturer representative had the patient contact the healthcare provider (hcp) to set up an appointment to check it out. No patient harm reported. Upon device return it was found through analysis that the antenna jack was broken. Additional information received reported that the patient received assistance from their doctor or manufacturer's representative (rep) and their concerns were resolved. However, the patient also reported they were still have concerns regarding their device or therapy but were working with their doctor or rep. When the patient met with the rep. On (B)(6) 2015 he observed the hand held unit was dead, and believed the reason for the im plantable neurostimulator (ins) malfunctioning for the past 163 days before the unit was serviced was because of the handheld unit. It was noted that a replacement had been placed in the mail and the patient should have had it in 2-3 days but the patient had not received it yet. The rep. Further noted that when he saw the patient there were no issues with the ins or any implanted devices. The pp wasn't working so the rep. Tried anotherpp and it worked fine. They were able to turn the patient's device on and off. The patient was to get a new pp or maybe some other component, like an antenna or something, directly to the prison. The rep. Had not heard anything from the doctor's office or prison after that.